Manufacturer narrative:
This report is for an unknown screw/unknown lot. Part and lot numbers are unknown; UDI number is unknown. Without a lot number the device history records review could not be completed. Product was not returned. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported on an unknown date, the patient had a fractured screw due to unknown reasons. The patient originally had a left ankle open reduction internal fixation with hardware, a titanium screw on (B)(6) 2019. The first screw is crtxst measuring 3.5 x 5.75 mm the second screw is crtxst measuring 3.5x 60 mm unfortunately, the titanium screw fracture. The date of the fractured screw confirmed on x-ray is (B)(6) 2019. It is unknown if the patient underwent a removal procedure. Patient status is unknown. This report is for one (1) screw. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H6: code 3191 used to capture surgical intervention. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.